Event description:
It was reported that the user experienced repeated inappropriate insulin delivery from the ilet system since therapy initiation, with the device increasing insulin despite downward glucose trends and not adapting after periods of decreased insulin need or resolution of prior insulin resistance; an example meal announcement of approximately 45 g carbohydrates resulted in an estimated 6.4 units delivered and a rapid drop in glucose requiring oral fast-acting carbohydrates and glucagon. Symptoms included hypoglycemia with associated confusion and reported anxiety and depression. Outcomes included an unexpected medical intervention in the form of medication treatment for hypoglycemia. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no specific findings, and the available details were insufficient to determine a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.